Event description:
A surgeon reported a pt with residual astigmatism approx three weeks following intraocular lens (iol) implant surgery. The surgeon also noted that some corneal edema remained. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/04/2010 and 11/18/2010 by phone, fax, and mail. Medical records were rec'd on (B)(4) 2010. A completed questionnaire has not been rec'd. Add'l info was rec'd and reviewed by a company rep who found that the hyperopic surprise could be due to corneal flattening and the residual cylinder component could be due to an error in manifest refraction axis. These findings were discussed with the surgeon and the surgeon agreed with this analysis; and that it would explain bcva 20/40 beside the corneal edema. (B)(4).